Manufacturer narrative:
The calibration recovery data provided showed a history of failed calibrations. It was found that the customer's centrifugation time and spin speed is shorter and faster than recommended. The alarm trace did not contain a conspicuous event. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.

Event description:
There was an allegation of questionable online tdm acetaminophen gen. 2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 48.5 ug/ml. The nurse questioned the result, which prompted the customer to repeat the sample. The sample was repeated twice on another module, and both repeat results were <5 ug/ml with a flag. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer performed qc after the event and received a high concentration error. The field service engineer (fse) replaced the reagent pack and performed basic checks of the analyzer. The fse observed that the customer's reagent storage temperature is lower than the specifications. Calibration, qc, a precision test, and hardware checks were performed successfully. The investigation is ongoing.